Event description:
A pin collet was sent for service and during quality investigation metal shavings were noted around the collet fingers. No adverse event was associated with the device.

Manufacturer narrative:
The drive shaft was scored.